Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 120mm. It is reported that the patient had a very long aortic aneurysm neck measuring 4cm. The iliac vessels were extremly small, tight and very calcified with no tortuosity. The physician had anticipated this case to be difficult, and he oversized the stent graft by 25%. The stent graft was deployed but the physician had difficulty removing the runners, subsequently causing the stent graft to be pulled down 1cm below the renal arteries even though the contralateral gate was cannulized with a wire. The physician did not have a 22 fr sheath to help faciliate the runner retraction. It is reported that an adequate seal was achieved due to the patient's long aneurysm neck. The patient is reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event.